Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was utilized, and the clip insert did not release. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test due to misapplication of the clip. The medium-large clip applier was placed on an in-house system and passed recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The grip was also bent, and the tip did not align with the other grip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The incident occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the clip splitting breaking in the middle after clamping the vessel. The customer used medium-large hem-o-lok clips. It was unknown if the vessel or tissue bundle was not greater than 10 mm. The issue occurred at the first clip application. The issue was resolved with another lot of medium-large clip applier. Additional information obtained: the instrument was inspected prior to use. The incident occurred when the surgeon attempted to clamp on a vessel and released it. While the surgeon attempted to clamp on a vessel and release it, the clip insert did not release. The customer used medium-large clips. The vessel or tissue bundle was not greater than 10 mm. The issue occurred at the first clip application. The issue was resolved with a backup.